Manufacturer narrative:
(B)(4). Product has been received by orthopediatrics and the investigation is in process. Once the investigation has been completed, a follow-up medwatch will be submitted. Multiple medwatch reports were filed for this event, please see associated report: 3006460162-2017-00011.

Event description:
It has been reported that following the placement of a locking cannulated blade, the patient underwent a revision surgery due to a fractured screw. Three months following the replacement of the fractured screw, a second revision was reported due to fracture of the lcb plate. No additional patient consequences were reported.